Manufacturer narrative:
(B)(4). Batch #t94894. Investigation summary the device was returned with the jaws misaligned, and with the clamp arm damaged. Upon further analysis of the tissue pad, an off center burn in was observed and was damaged, melted and 100% present. Additionally, the device was returned with the blade tip damaged, however, the blade was not cracked. The device was tested on a gen11. The device did activate during functional testing. No "difficulty to open or close" issues could be identified at any time during testing, however, the misaligned jaw issue was confirmed. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue.

Event description:
It was reported that during a laparoscopic unknown procedure, the jaws were misaligned. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.